Manufacturer narrative:
Result of investigation: the tc304 was not sent to the manufacturer for inspection. Therefore, no physical inspection of the device could be performed. Based on the information provided and by the experience of the investigator, the most likely cause is a defect of the camera control unit ((B)(4)) because this is the more complex unit. The IFU is states as follows: "failure of products" clearly in the corresponding sections (see labeling review for reference). The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was a "temporary blank screen (approx. 15 seconds) whilst surgery was in progress. Surgery could continue to finish using the faulty system". The surgical rolongation was less than 15 minutes. No negative impact in state of health reported.

Event description:
On (B)(6) 2025, we were informed that a second tc304 was involved in the same procedure and exhibited the same issue.

Manufacturer narrative:
Additional information was provided in section b5 and d10. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information for device return on august 4,2025 reflected in section d9. Device evaluation: the devices were sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "temporary blank screen" could be confirmed. The most probable root cause is the wear of the camera socket. The deformed pins within the socket and the broken off finger contacts can be rated as user fault. This fault could be attributed to both investigated units. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. Furthermore, users should have a replacement device at hand. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).